Manufacturer narrative:
The pad-pak was first installed on the (B)(6) 2010 and performed to specification up to the (B)(6) 2013. The device failed multiple self-tests due to a low battery between (B)(6) 2013 and (B)(6) 2015. A fresh pad-pak was installed on the (B)(6) 2015 and the device passed a self-test. No further log entries were recorded after this date. Investigation found the reported fault can be attributed to membrane failure resulting in excess current drain, causing premature depletion of the pad-pak. There were no ten minute outs recorded however the excess current drain measured would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. No status indicator pad-pak expiry 2016/2012.